Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheter for evaluation. The device contained obvious signs of use in the form of biological material and tubing was connected to the catheter luer hub. Visual examination of the returned sample revealed the catheter body was separated adjacent to the distal end of the catheter hub. A small portion of catheter body was still connected to the hub. The points of separation on the catheter body and hub appeared smooth and blunt, which is damage consistent with contact with a sharp object (needle bevel, scissors, scalpel, etc.) Causing the breakage. The remaining portion of the catheter body was not provided for analysis. The portion of catheter body still attached to the catheter hub measured to be 0.236" which indicates at least 1.3" was separated and not returned per product drawing. The inner diameter of the catheter body measured to be 0.032" which is within specifications of 0.031-0.034" per product drawing. The outer diameter of the catheter body measured to be 0.044" which is within specifications of 0.044-0.047" per product drawing. This indicates that the wall thickness measured as expected. A lab inventory guide wire was able to advance through the returned catheter with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage." The IFU also cautions the user in the catheter removal section "to minimize the risk of cutting catheter do not use scissors to remove dressing.". The customer report of a separated catheter was confirmed by complaint investigation of the returned sample. The catheter body was separated adjacent to the distal end of the luer hub. The point of separation was smooth and blunt, which is damage consistent with the device coming in contact with a sharp object (i.e. Needle bevel, scissors, etc). The returned catheter met all relevant dimensional (wall thickness) requirements and a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reported during the removal of the catheter that a portion had broken off into the patient. They were able to retrieve the broken catheter from the patient with no harm. Intervention: surgical procedure to retrieve the device.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported during the removal of the catheter that a portion had broken off into the patient. They were able to retrieve the broken catheter from the patient with no harm. Intervention: surgical procedure to retrieve the device.